Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited noise. No intervention was performed. There were no adverse consequences and the patient would be monitored.